Event description:
Reporter stated that patient obtained blood glucose results of 7.0 mmol/l and 17.0 mmol/l, within 2 minutes, when testing on the accu-chek mobile system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.